Manufacturer narrative:
On 06/30/2010 - this event concerns a device that was MFR and used outside the united states. Method: since the device remains implanted, the programmer files were reviewed. Please refer to the attached analysis report no. (B)(4) for complete details. Conclusion: noise oversensing was confirmed through files review. Such oversensed events most probably result from a ventricular lead / connection issue on the rv pace / sense path. The sudden onset of the noise sensing issue, and the noise pattern observed suggest an intermittent phenomenon possibly related to a lead insulation defect, a lead dislodgement / displacement, a lead conductor failure (on the low voltage conductor between the rv coil - proximal electrode - or the rv tip - distal electrode - and the corresponding is-1 terminal), or a connection issue (loose setscrew at rv is-1 connector level).

Event description:
During the routine follow-up of the device performed on (B)(6) 2010, noise episodes were recorded in device memories. One of them led to an inappropriate shock therapy. All electrical parameters (continuity, impedance, thresholds, etc.) Were observed to be normal during follow-up. A recommendation was requested from MFR. Review of the follow-up data indicated the event probably resulted from a lead or connection problem; therefore, it was recommended to perform a system revision.